Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'turning on and off when unplugged' which was confirmed during evaluation. Visual inspection found a loose flex as the assignable cause and once it was plugged in properly the device functioned properly. No additional correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was turning on and off when not plugged in. There was no known patient injury or medical intervention associated with this event. No additional information is available.